Manufacturer narrative:
Device evaluation: analysis was completed for the computer that was returned. Visual/physical examination and functional testing were performed. It was found that the video output was distorted; it had red vertical stripes in the center of the screen. The computer did boot to the application screen and no automatic power cycling was observed. The computer failed a test as it was found that the computer had a bad graphics card. The computer had a graphics card malfunction failure mechanism. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). Device UDI number unavailable. A medtronic representative went to the site to test and service the equipment. The computer was replaced, thus resolving the issue. The navigation system passed the system checkout and was performing as intended. The computer was returned to medtronic but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was power cycling. The system would start to boot up, but when the medtronic screen would come up it had lines through it and then the system would reboot itself again. This was reported outside of a clinical environment. There was no patient involved. A medtronic representative (rep) later went on site and noted that the behavior was replicating. There was nothing in the cd drive. The rep tried to hit escape when the grub menu popped up, but when he selected an application it still continued to power cycle.